Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2024, the patient experienced a skin reaction that extended beyond the patch perimeter. The area was prepared with alcohol before placing the sensor on the body. The patient broke out in a rash on her torso going up the body. The rash was reportedly not pruritic or burning. The patient was evaluated on 06/04/2024 and the cause of the rash was undetermined by the doctor without conclusion whether the reaction was the result of the adhesive or another food allergy. The patient was prescribed ointments for the reaction. The reporter later stated upon follow up contact that it was determined that the rash was not caused by dexcom due to it not being on points of contact with the adhesive. No additional patient or event information is available.